Event description:
Boston scientific received information that during a post operative check it was noted that this right ventricular lead impedances had risen while sensing and pacing threshold appeared stable. The patient was kept for monitoring and when checked later the impedances had decreased while the pacing threshold and increased. The patient complained having chest discomfort during pacing. The physician decreased the patient outputs to ensure pacing capture and therapy was turned off. It was suspected that this right ventricular lead had perforated. A lead revision was scheduled. An echocardiogram taken prior to the revision confirmed that this right ventricular lead had perforated the heart and a small accumulation of blood was seen in the pericardial area. The right ventricular lead was attempted to be repositioned, but fluoroscopy showed that this lead had dislodged from the right ventricular apex. This lead was once again repositioned during the same procedure to the low right ventricular septum. The procedure was completed successfully and the patient remained in the intensive care unit overnight and will be checked. Additional information provided that the patient was taken overnight urgently for drainage of the pericardium. The patient blood pressure had fallen and an increase in fluid accumulation was seen. A check of the device showed appropriate function and stable lead parameters. The physician continued to drain the fluid, and finally the pericardial drain was left insitu. The patients hemodynamic function improved. The device was re-checked once again which showed appropriate function and stable lead parameters, and the patient appeared stable. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.